Event description:
It was reported that the patient underwent surgery to explant their inflatable penile prosthesis (ipp) due to migration of the reservoir into the bladder causing abdominal pain. The ipp was removed and replaced with a tactra malleable prosthesis. No additional patient complications were reported. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.